Manufacturer narrative:
The device was not returned to the MFR for evaluation. No pt info or product lot number has been provided to the MFR. A catheter from controlled inventory was tested for inflation/deflation time. The control catheter was 135cm in length, which would be considered worse case for this size of device. The inflation time was 4 seconds, and the deflation time was 10 second. The balloon was then put through the rated introducer with no problems. Without the device used in the procedure, numed is unable to determine the cause of the malfunction.

Event description:
It was reported that during a procedure performed in 2007, after dilatation, physician was unable to deflate the balloon completely. The physician snared the balloon to remove it from the patient. No adverse events were reported.